Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose and diabetic ketoacidosis. The customer's blood glucose level at the time of admission was over 600 mg/dl. The customer stated that they were sick and may have drank too much for new year's which caused them to have high blood glucose. The customer was treated with intravenous therapy for insulin. The customer was wearing the insulin pump at the time of the hospitalization but it was taken off them at the hospital. The customer declined troubleshooting on the insulin pump for the high blood glucose as everything was back to normal. The device will not return for analysis.